Event description:
Event description cpi received information that during the implant procedure this bipolar lead became hung up below the tricuspid value. All attempts with traction and lead rotation were unsuccessful at dislodging the lead. The physician elected to cut and cap the lead because it could not be removed.